Manufacturer narrative:
Correction: describe event or problem, medical device catalog #, medical device model #. Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had inaccurate delivery - morphine was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were issues dispensing morphine. There were reported incidents where nurses had stated that the morphine was not being dispensed appropriately to patients. There was patient involvement but no information on outcome. The customer later provided the following information: the issue was actually found to be a result of using a syringe that did not work with the new bd software. Their hospital was currently looking to get the supply replaced and have found a current work around. All devices are working as they should and no problems stem from the device.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were issues dispensing morphine. There were reported incidents where nurses had stated that the morphine was not being dispensed appropriately to patients. There was patient involvement but no information on outcome. The customer later provided the following information: the issue was actually found to be a result of using a syringe that did not work with the new bd software. Their hospital was currently looking to get the supply replaced and have found a current work around. All devices are working as they should and no problems stem from the device.